Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The user allegedly received a replace battery alarm three times within the last thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed no evidence of 128-fxxx alarm. 128-fxxx alarms are defined as post-delivery motor power supply faults. The black box data showed evidence of partially discharged batteries being installed. The pump powered on with a returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The pump electrical current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was noted internally. In addition, the inspection of the motor regulator revealed no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.